Manufacturer narrative:
Blank display due to moisture damage on electronic assembly. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, stained keypad overlay, and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had moist in the pump screen. Customer stated that the upper battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.